Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the doctor's inratio meter. Results as follows:" date: (B)(6) 2011, caller's inratio 4.8. Date: (B)(6) 2011, caller's inratio: 1.4, doctor's inratio: 2.9. Customer tested her inr on (B)(6) 2011 in the morning and get a result of 4.8 on her inratio. Customer's therapeutic range is 3.0-3.5, so customer held her half tablet of coumadin that day and had a serving of kale (vitamin k). The following morning (24 hours later) customer got two qc2h errors and then an inr result of 1.4. Customer called back on (B)(6) 2011. Customer's result at the physician's office on their inratio that day (after holding coumadin and eating kale - not told to do so by physician) result was 2.9. Customer believes that when she got an inr of 4.8, it probably was that high since it was still 2.9 after holding coumadin and eating kale. Customer believes that the result of 1.4 was inaccurate.